Manufacturer narrative:
The field generator 9731203 em mobile (lot# 0400002344) was returned for analysis. Analysis through functional testing and visual/physical examination found that upon initial connection, the returned field generator was tracking normal. However; when checking the status an hour later, the emitter detail page displayed a red status, as reported. Eminterface shows a fault on drivefive. The reported issue was confirmed. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The field generator was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that while setting up for a case they were getting a red status in the emitter details page. The emitters were swapped with a fusion compact and the communication turned green. The site was not able to use the navigation system for the case. There was a less than hour surgical delay and no patient impact to the patient outcome.